Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 sn: (B)(4) customer wanted to know what is the cause for this error code. Failure device type: failure problem type: failure mode: case resolution: I explain to the customer that he needed to re place the logic board. The customer then stated that he would like to have a repair price list. Email customer pricing list and the call was ended.